Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b+l and subjected to visual inspection. Results revealed two tears on the edge of the leading haptic plate and a tear throughout the optic. Also, partial portion of the optic and the entire trailing haptic plate were missing. Dimensional measurements could not be performed due to the torn condition of the lens. Retain sample not available to verify dimensional measurements. The condition of the lens is consistent with the lens that was removed from the eye. The inserter device was not returned. Torn haptic plate/optic, missing haptic plate.

Event description:
The surgeon reports performing cataract surgery with attempt implantation of the crystalen intraocular lens. Intraoperatively, the surgeon noted a broken hinge. Intervention was performed in order to enlarge the incision and remove the lens. Additional info has been requested.